Event description:
A 24mm amplatzer septal occluder (aso) was implanted. While the patient was in recovery the aso embolized. The patient was sent back to the lab to have the aso percutaneously removed. The defect was resized and a 30mm aso was selected but would not sit properly. The procedure was aborted and surgery will be discussed.

Manufacturer narrative:
The 24mm amplatzer septal occluder was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 10f loader, deployed, and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.